Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. One clip was inserted and successfully deployed on the tricuspid valve. To further reduce tr, an xtw clip (40207r2031) was inserted and deployed. However, after deployment, it was observed the clip partially detached from the septal leaflet. To stabilize the clip, an xt clip (40108r1013) was inserted and successfully deployed, reducing tr to a grade of 2. However, after the sedation was stopped, the patient started to wake up with a very strong cough. It was noted the patient was still intubated. It was then observed the patient¿s heart rate increased and echocardiography showed the xt clip had partially detached from the posterior leaflet, causing tr to increase to a grade of 4. Therefore, one additional clip was implanted to stabilize the xt clip. Tr was reduced to a grade of 2 and no additional issues occurred. There was no clinically significant delay in the procedure.